Event description:
It was reported that there were changes to both leads in threshold, sensing, and impedance values. Positioning/fixation difficulty and lead dislodgement were confirmed via chest x-ray. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; full lead returned and analyzed. (B) (4) no anomalies found; full lead returned and analyzed.